Event description:
It was reported that during a laparoscopic gastric bypass roux-en-y procedure, informed by the circulator in the room that (at the start of the case) the surgeon noted that the har 36 shaft would not rotate, and that the tissue effect appeared to be minimal (cutting slow). They switched out disposable (due to high likelihood that ring was bent during assembly). Also checked event log, noticed the following two event code descriptions for the hp054: pre-run attachment and run broken blade circulator pulled a second har36 and second hp054. This time assembly was completed successfully and the shaft rotated as normal, however, the har36 appeared to cut slower than normal per the surgeon. Although the second device and/or hp054 device did not perform optimally per the surgeon, the case was completed with the second har36 and second hp054 with no harm to patient. There were no patient consequences.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent the hand piece was received in good physical condition. Initial testing did not revealed any issues, however, when the handpiece was disassembled, evidence of refurbished activities and component replacement was noted. The internal hand activation wire was different from the standard wire used at the current ees manufacturing process. Due to the refurbishing that was done we were unable to investigate further. It is possible that the refurbishing could have impacted the performance of the instrument. Ethicon endo-surgery is not aware of any validated process for repairing these devices that demonstrates they will provide adequate stability and reliability for proper performance, consistent with the standards set for the devices in the original manufacturing process.